Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient wants to meet with a manufacturer representative because when the they walk, the stimulation changes. The patient reported that ¿sometimes [the stimulation] won¿t help at all.¿ the patient reported that sometimes when they sit down, the stimulation goes away. A message was sent to a manufacturer representative. No further complications are anticipated.